Event description:
It was reported that on (B)(6) 2021, when the nurses of our hospital were preparing for the patient's PICC catheter maintenance, they found that the peripheral intubation central venous catheter was damaged, and immediately replaced with a new peripheral intubation central venous catheter to continue the maintenance.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judrf417 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2021, when the nurses of our hospital were preparing for the patient's PICC catheter maintenance, they found that the peripheral intubation central venous catheter was damaged, and immediately replaced with a new peripheral intubation central venous catheter to continue the maintenance.